Event description:
It was reported that during a robotic tlh, the tip of the needle broke. The needle was retrieved from the pt. The pt had to be opened and a general surgeon had to call into the case to locate the needle.(B)(4).

Manufacturer narrative:
The actual prod involved with the incident reported has not been rec'd/method: the actual prod involved with the incident reported has not been rec'd. Relevant portions of the device history record were reviewed. Finished good prod was rec'd into inventory without quality issues. The prod from this finished good lot and all of the components met surgical specialties puerto rico inc requirements throughout the incoming, mfg and the final inspection processes. No inventory available for the lot reported. Needle supplier was contacted to verify if there was any quality issues related to the needle batch. Supplier confirmed that no ncrs were generated as part of the mfg process of the needle lot. The needle supplier has been made aware of this complaint of a continued investigation. Upon receipt of sample, we will provide a f/u containing the results of the eval. Ref: complaint (B)(4). Lot mbtq540.